Event description:
Reporter stated the customer has experienced hyperglycemia of up to 19.0 mmol/l and believes the insulin delivery of the infusion device is inaccurate. This first occurred in (B)(6) 2015. The customer switched to insulin injections, and when he tried to use the infusion device two more times, his blood glucose increased. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.